Event description:
It was reported that the patient's generator could not be interrogated despite using multiple functional programming systems. A demo generator was successfully interrogated using the same programming system in the same room/settings, confirming that there was no issues with the programming system or emi related communication errors. The patient stated that he did not feel stimulation but this could not be confirmed by other means. An automatic battery life calculation was performed with available settings. The battery life estimate indicated 1.7 years of battery life remaining until neos. As the battery life estimate does not take into account magnet activity, it is possible for the generator's battery to have depleted more than the estimate. Implant depth was not suspected to be the cause as the patient's generator could be visualized underneath the skin. The physician's programming system was working. The physician was informed about the battery life and the possibility of battery depletion. The physician then elected to have the device replaced. No known surgical interventions have occurred to date.

Event description:
The patient underwent generator replacement due to battery depletion, unable to interrogate due to battery depletion. The explanted generator was received for analysis. Analysis is underway but has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
A ¿failure to program¿ condition was duplicated in the lab and was determined to be the result of normal end of service (normal battery depletion). An open can measurement of the battery voltage confirmed that the battery was depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. The device performed according to functional specifications. Electrical performance of the generator will be used to conclude that no abnormal performance or any other type of adverse condition was found with the generator.